Event description:
Mammotome revolve ultrasound probe malfunctioned. The device had passed the initial self-test, but displayed a "cutting error" on the mammotome screen during the procedure. FDA safety report ID# (B)(4).